Event description:
The suspect device was received into product analysis for testing. Device evaluation has not been completed to date. No other relevant information has been received to date.

Event description:
Additional information was received noting that the patient underwent a full revision procedure. No other relevant information has been received to date.

Event description:
Product analysis completed testing on the returned devices. No other relevant information has been received to date.

Event description:
It was reported that the patient presented in clinic with a high impedance event. X-ray of chest was noted to have being taken. X-ray of chest generator site was assessed and it was found that the connector pin appears to be inserted past the second connector block. Only a portion of the lead closest to the generator can be assessed due to the images available for review. A portion of the lead was visualized to be behind the generator. The small portion of the lead visible was assessed for fracture and discontinuities and none were observed. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.